Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hub of the pta balloon catheter leaked during inflation. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 100mm balloon. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. No other anomalies were noted to the catheter. The strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under a microscope and the edges of the detachment were jagged. The catheter detachment was located 0.4cm from the distal end of the y-hub. Sanding marks were noted on the catheter at the point of the detachment. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Conclusion: the investigation is confirmed for a complete circumferential catheter shaft break just distal to the y-hub. The investigation is inconclusive for a leak, as functional testing could not be performed due to the catheter detachment. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Event description:
It was reported that the hub of the pta balloon catheter allegedly leaked during inflation. There was no reported retraction difficulty through the sheath. Reportedly, another pta balloon catheter was used to complete the procedure. There was no reported patient injury.